Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she was unable to remove the battery cap. She almost had to call emergency medical services as she had low blood glucose. She was running around doing things and she didn't realize her blood glucose lowered to 39 mg/dl, treated with food. Customer declined troubleshooting. New battery cap was sent. The device wasn't returning for analysis.